Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in portugal. It was reported that the patient faced insulin flow blocked alarm event on 13-nov-2025.the patient was hospitalized less than 24 hours and blood glucose level was around 400 mg/dl.the patient got treated with intravenous fluids of insulin. No further information is available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code occlusion issues-cannot be determined. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quick set product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action (CAPA) 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: minimed quick-set cannula document. Enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. CAPA determination . Based on the investigation, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instruction (wi) (monthly trips and alerts). The record may be reassessed if additional information becomes available. Root cause of problem: root cause could not be determined at the individual complaint level due to the absence of a lot number and returned product, which limits the ability to trace or analyze a specific device. Trend related contributing factors for the product family will be evaluated under the CAPA, with actions implemented as warranted by the findings. Corrective action as a result of the investigation: no corrective actions are required at the individual complaint level. Corrective and/or preventive actions, if warranted, will be evaluated and implemented under the initiated CAPA associated with complaint trending. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this individual complaint.

Event description:
To date no additional patient or event details have been received.